Event description:
Report received of a stent "recoil" and subsequent migratioin. The patient was undergoing an interventional procedure of a lesion in the superficial artery. Upon completion of two stent placements and angioplasty, it was reported that the vessel ruptured. The physician positioned the coronary stent graft to seal the perforation. The balloon was inflated to 10 atmospheres and the stent was deployed. It was reported that the stent "recoiled" upon itself and migrated in the vessel. The patient was taken to surgery emergently. The surgeon performed a femoral popliteal bypass graft and ligated the superficial femoral artery. It was reported that the stent is contained in the superficial femoral artery. The physician stated that he believes that the stent poses no risk to the patient. The patient tolerated surgery well and is doing fine to date.